Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heating wire in the jaw had separated from the jaw. The jaw remain intact. The metal heater wires became dislodged and nonfunctional. Nothing fell off inside patient. A second device was used to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/04/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and evidence of blood were visible on the jaws. The c-ring and cannula were observed to be intact with no visual defects. The heater wire was observed to be slightly flexed away from the base of the jaw while remaining attached at the tip, which can be attributed to normal clinical use. The gray silicone insulation on both the hot jaw and cold jaw was observed to be intact with no visual defects. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.